Event description:
It was reported that the display of the external pulse generator (epg) cut out. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the epg was unable to confirm the customer comment that the display cut out. One case screw was noted to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.